Manufacturer narrative:
Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Visual inspection of the returned device was performed following bwi procedures. Visual analysis revealed that the hemostatic valve was not found inside the device. The hemostatic valve detachment could be related to the dilator wrongly introduced; however, this could not be conclusively determined. In addition, a bent in the shaft was observed and the dilator was not received. A dilator and a good known lab sample catheter were introduced through the sheath, and resistance was felt where the shaft was bent. No obstructions were detected. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
A patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium for which biosense webster¿s product analysis lab (pal) identified a hemostatic valve separation. It was initially reported by the customer that the dilator could not be advanced into the carto vizigo¿ 8.5f bi-directional guiding sheath - medium. The caller stated the dilator would not advance into the sheath at all. The sheath was replaced and the issue was resolved. Procedure was continued. There was no patient consequence. Additional information received indicated resistance was felt when trying to put catheter into the sheath. The catheter and needle could not go through carto vizigo¿ 8.5f bi-directional guiding sheath - medium. Sheath was completely blocked. It is unknown if there was any occlusion when irrigating the sheath. The customer¿s reported issue of obstructed sheath is not considered to be an MDR reportable event since there is evidence of a product malfunction, as the device failed to meet its performance specification or otherwise performed as intended, however the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. On 6-may-2022, the bwi pal reported that visual analysis revealed that the hemostatic valve was not found inside the device. The finding was reviewed and determined to be an MDR reportable malfunction.